Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and unable to scroll through the menu. The customer's blood glucose reading was 400 mg/dl at the time of incident and treated with an injection. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting. No further details provided.

Manufacturer narrative:
The pump had unresponsive buttons due to an unlocked lcd keypad connector. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive buttons. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube and a missing end cap sticker.